Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device changeout procedure, insulation damage was observed on the right ventricular lead. Electrical values were normal. The lead was repaired during the procedure and remained in use.